Event description:
It was reported that during a podiatry procedure at the user facility, the saw was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Internal corrosion and worn components were discovered throughout the device.